Event description:
It was reported that the hcp explanted the implantable neurostimulator wires, but left the 'insulation' of the wires implanted. The pt was experiencing pain at the lead and extension site as well as episodes of sweating, which had never occurred prior to partial explant of the system. The hcp planned to explant the insulation on (B) (6) 2010. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).